Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. It was also found the insulin pump stopped insulin delivery during the night. The customer stated their blood glucose reached 517 mg/dl. Customer attempted to treat their blood glucose with a bolus, but a no delivery alarm occurred. The customer also reported experiencing a low blood glucose event before the high blood glucose began. It was also found the customer was confused and had difficulty breathing from their high blood glucose. Troubleshooting did not find any leaks or air bubbles present. Customer declined to perform a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.